Manufacturer narrative:
(B)(4). Date sent: 04/19/2021. D4: batch # t5ek41. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device was received with staples present and an anvil with an uncut washer. The device looked new and unused. When the forward battery was installed, the green checkmark was not present, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful, confirming the experience. Upon disassembly, the flex circuit was found to have cracks in the conductive traces which prevented the anvil detect circuit from functioning. No conclusion could be reached as to what may have caused the failure of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the device did not function although the firing trigger was grasped. The battery was reinserted, but the issue did not improve. When the battery was inserted into another device, it worked properly, but when another battery was inserted into the device in question, it did not work. The device was used in the unclean area. There were no adverse consequences to the patient. No further information is available.